Event description:
A customer reported an issue with a pump's charging port, which was difficult to charge and required holding. Despite using numerous cords, the charging remained inconsistent, affecting the battery power level unpredictably. There was no adverse impact on the customer¿s blood glucose level. The customer declined further follow-up or transfer to technical support, and the pump is out of warranty until march 29, 2025. No additional corrective actions were reported.